Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Manipulation of the filter with a guidewire resulted in a complete opening. The pt's condition is good. A delivery system, a sheath and a dilator were rec'd, evaluated and retained by this MFR. The filter remains implanted and therefore was not returned for eval. Foreign matter was locked on the delivery system. The handle of the delivery system was in the unlocked position, fully released with the seal broken. No problems were noted with the delivery system. Kinks were located in the sheath 10.3 and 16.4 centimeters distal to the strain relief. No problems were noted with the dilator. A review of the device history for this lot was performed which included viewing films of the filter after it was loaded into the carrier. No mfg discrepancies were noted. Co followup indicated continual flushing of the carrier system during the implant procedure was not performed which co believes may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe... The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release.